Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of the nexgen lps-flex fixed articular surface identified that one of the rails of the dovetail feature was compressed. It has also been noted that there are nicks scratches on the surface of the device. Dimensions were found conforming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combination. The compressed dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It appears that the problems encountered are related to surgical technique.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a procedure, the articular surface was not able to be inserted properly; therefore, the device could not be implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.